Event description:
Surgeon impacting rasp with handle attached into femur. After heavy striking with mallet it simply broke where the engaging lipped/bayonet closing mechanism joins the release handle.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.